Event description:
It was reported that the patient experienced skin reactions with two consecutive sensors and this record captures the first sensor event. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed redness, inflammation, and an infection under the sensor patch and removed the sensor and inserted a new sensor ((B)(4)). On the same day, the patient consulted his primary care physician who prescribed an oral antibiotic medication (doxycycline unspecified tablets, twice a day for two weeks) for the infection, and he started taking the medication on the same day. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).